Event description:
It was reported that the patient experienced a loss of therapeutic effect. Impedances on all combinations with electrodes #2, 3, 4, and 7 measured greater than 10,000 ohms. All other pairs were within normal limits. All reprogramming attempts resulted in stimulation in the ribs. There was no known accident or incident related to the event. Additional information received reported x-rays indicated the lead had not moved. The cause of the issue was not determined. The patient wanted a lead revision, but was waiting for new insurance to become effective. The patient was not receiving therapy from the "broken" lead.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted (B)(6) 2011, explanted unk; adaptor: model 37092, lot# 287540001, implanted (B)(6) 2011, explanted unk; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional review of previously reported information found that the original programming used electrodes that had high impedances, and reprogramming using other electrodes was not therapeutic. Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the implant had only helped the patient for the first thirty days or so and then the leads had opened up and it had stopped working for him. No further complications were reported or anticipated.